Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain in hip, inability to exert resistance in straight or raised the leg, pain with sitting, standing, walking with weight bearing and metallosiss. During revision the bhr head was removed, however the bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, there was significant reaction to the metal with discoloration and necrosis of the synovial lining, reasonably limited muscle damage. Based on the provided information the findings are consistent with a reaction to metal debris but a root cause or factors contributing to the reported reason for the revision could not be identified. It was also noted that use of a competitor's stem (stryker), mdm head and liner (mathys medical) these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, "do not mix components from other manufacturers." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed. Pain in hip, inability to exert resistance in straight or raised the leg, pain with bearing and metallosis reported.